Event description:
I had surgery for an inguinal hernia in 2005, once I was opened, it was determined that there was no direct or indirect hernia, but the operation was performed anyway, a polypropylene mesh was put in my body and I have had nothing but excruciating pain ever since I have had a second operation to cut and tie off the ilio inguinal nerve as the surgeon thought it was stitched or trapped by or to the mesh, the second surgeon left the original mesh inside me and I am still in excruciating pain that surgery was performed on 03/16/2007 as I had argued with the original surgeon that I did not have a hernia. He insisted on the operation and said it needed to be done. I am now facing a third operation to remove the mesh as the third surgeon stated that it has probably circled and wrapped around my spermadic cord or has entrapped nerves, which is why I have extreme pain in my scrotum and my upper thigh and intense burning throughout my thigh. The only thing different between when was healthy and now in extreme pain is the bard perfix plug. I have been in extreme pain for almost 2 years and something needs to be done about this, as I am not the only one going thru this. I believe that the mesh is defective and was implanted incorrectly that it may be degrading in my body. Awaiting my complete record of the first operation as the third surgeon has explained to me that the mesh is probably not any good and degrading in my body, how can such a thing happen, after 2 operations and still not any relief. This is unacceptable. I have found that there are thousands of other people who are experiencing the same problems as I am as I have been researching this topic for quite sometime now, I implore you to take action with this as people are suffering needlessly and are severely debilitated by all this mesh. It is not just the kugel and bard composix and proceed, it is all of it, the marlex, goretex, perfix plug system all of them. It needs to be rectified immediately before people die if they haven't already died. My symptoms include and are not limited to: extreme pain in testicles, burning, pinching, stabbing pain throughout the entire groin, burning pain in upper and inside thigh, extreme pressure throughout groin area, extreme bloating and constipation and bright red blood in stools. These are the symptoms I am experiencing but there are others experiencing different or the same as I but with others symptoms on top of what I have described. I have not walked without limping in almost 2 yrs and the pain I am experiencing makes it almost impossible to do my job. I am currently, in pain mgmt and have been thru a series of 6 nerve blocks, 2 with the initial surgeon and 4 more with the pain mgmt dr, none of the nerve blocks have worked and am now taking heavy pain medication. Percocet, oxycontin, tramadol, all of these do not help much but only take the edge off, pain mgmt now wants to implant a pacemaker device into my body with wires running to my groin and spinal column. I now have permanent nerve damage due to this mesh implant as I feel that this is the cause of all my disabilities and there is no repairing the nerves that were cut. There were 2 nerves cut actually because the inguinal branches off into the thigh and into the scrotum. Please contact me asap as this is an abbreviated history of what is happening to me. Dates of use: late 2005 to present. Diagnosis or reason for use: left inguinal hernia.

Event description:
I cannot understand what else the FDA needs, I am sure there are adverse event reports coming in almost daily because of these products and yet nothing is being done by your investigative team. I ask you, how long must a pt suffer, before the FDA stands up for the rights of the people and puts an end to it. I have been suffering since 2005 and still do not see a light at the end of the tunnel for me as my pain will continue the rest of my life, but you have the power to prevent this from happening to others and yet nothing is being done. The FDA has all the info at its fingertips and has yet to make any announcement. Just a public health alert like the dept did for the kugel and composix brands would be extremely helpful. Just by doing that, all the people who are suffering may finally get the help they need and the surgeons and physicians can finally help their pts. Also by making an announcement pts would be able to finally make an informed decision and seek alternative treatments that most surgeons do not even offer. I just don't understand why the FDA would allow people to suffer so; we need your help and feel that the investigation is taking far too long. Do you realize that the longer this investigation goes on the more of these products are being implanted and the more people will suffer from complications liker mine and face a life filled with nothing but pain and discomfort? I want you to understand that this has not been an easy 2 years for me. What used to come very easy for me, is now difficult and painful. I have not walked without a limp since my first operation, even driving is a chore anymore. This has got to end. I have also written a letter to FDA informing them of how slow this process is and people are going to suffer needlessly because of it. I will say that patience is not a virtue here and many people will begin to contact the media to hopefully get results. I feel that would be a great disservice and hamper what the FDA is trying to do and also create a public scare; I cannot prevent them from doing this. I am in contact with many people across the country that are suffering and some contemplating suicide because of their pain and only want their doctors to believe them. This whole situation sits in the hands of the FDA and the longer this goes on the more people will be harmed because of the FDA delays. I now beg of you doctor to please do the right thing and help the people who are suffering needlessly, this is something that should not be taken lightly, the FDA has all the info they need to make an informed decision, I just can't understand why they would wait and allow more people to be harmed, by dragging this investigation on.

Event description:
This is an update as per requested by the division of hhs. I had a hernia surgery that was diagnosed and then came to not be a hernia at all, but a hernia mesh was put in anyway by dr. The mesh was implanted in 2005 and I have been in constant pain ever since. I had a second operation performed by a different doctor where he performed a neurectomy in 2007 thinking that the inguinal nerve was either stitched to the mesh or entrapped in the mesh. The second surgery left me severely bruised and in quite a bit of pain, - pictures taken for proof-when this second operation was of no help for my pain; I was referred to pain management where I have had a minimum of 25 nerve blocks and steroid injections and placed on medication from morphine, oxycontin, percocet, amytriptiline, tramadol. All have not helped, but for a little bit. I have finally had a third operation to remove/explant the prefix plug monofilament mesh system by a third dr. 7 months later. Upon removal of this hernia mesh, it was stated to me by dr. That the mesh was crumpled up and as hard as concrete. I was told by dr. That the prefix plug and mesh had left huge rips and tears thru out my entire left groin and that I will probably have some kind of pain the rest of my life. I am still in quite some discomfort throughout my groin, with an unbearable amount of pressure, my testicle is always sore, and I have constant burning in my upper thigh. Even though I have had the mesh and plug removed, I have already had steroid injections because I am still in a lot of pain. Dr. Has not ruled out another surgery, to further investigate why my testicle hurts so much and why there is so much pressure so shortly after surgery. This has been going on now for 2 yrs and I feel this will never end for me and will be subject to a life in pain. I used to be very athletic, now a fight just to get thru the pain and struggle immensely just to get thru the day. This is an updated report as requested by FDA. This space does not allow to tell complete story and can only give facts that were revealed with all treatments. Dates of use: 2007. Diagnosis or reason for use: left inguinal hernia.